Manufacturer narrative:
Batch review performed on 22 january 2019. Lot 179361: (B)(4) items manufactured and released on 25 april 2018 . Expiration date:2023-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: cocr ball head 12/14 ø 32 size l +3.5 reference 01.25.023 (k072857). Lot 172867: (B)(4) items manufactured and released on 13 september 2017. Expiration date: 2022-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 months and 11 days after primary surgery, complaining of pain due a dislocation of the head from the liner. The dislocation occured when the patient raised her leg in order to tie her shoe. The surgeon revised the cup, liner and head and the surgery was completed successfully. The surgeon used an anterior approach in the primary surgery.